Manufacturer narrative:
(B)(4). Batch#: e9f53k. Investigation summary: the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone being extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Not mentioned. Did the device pass the pre-test? Yes. Had the device been working and then stopped? Yes. Did the patient experience any adverse consequences due to this issue? Not mentioned.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. Since there have been many faulty harmonics in zna lately, the customer suspects this is due to the cable. It's unknown whether there were any patient consequences. No additional information is available at this time.